Manufacturer narrative:
The autopulse platform (sn (B)(4)) in complaint will not be returned for investigation because the customer declined the service estimate. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and ua 09 (load cell error) error messages on the user control panel upon power up. No patient involvement.